Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient reports that they fell and landed on the corner of the monitor and hurt their ribs. The patient¿s nurse recommended patient ice the area every hour for a few days, then heat for a few days. There was no alleged device malfunction contributing to the irritation. Patient reported that the irritation is getting better.